Event description:
The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2022 confirmation pcr testing was performed on the same day which generated a negative result. (Platform and CT values unknown). The patient was reported to have been asymptomatic at the time of testing. Although requested, the customer refused to provide any additional information.

Manufacturer narrative:
PMA/510k: similar product to 190-000. Investigation summary: the information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. The product will continue to be monitored and tracked.